Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: no information available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified saline breast prosthesis had white spots on her implants on the left side post-operatively. The white spots were noted intraoperatively during the device explantation. The patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On august 25, 2022, the evaluation for the device was completed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that white material was observed on the shell of the saline 250cc breast implant. Additional investigation was performed to identify the chemical composition of the foreign matter and it is found that the foreign material particles are primarily composed of a biological-based material. However, the source of origin remains unknown. The identification and characterization of the foreign material observed were compared to an existing toxicology report. The assessment concluded that the identified material, will not alter the biocompatibility profile of the finished product. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).